Event description:
Nellcor puritan bennett received a call on 1/27/1999. Source called to report the following problem: vent gave high, low pressure and setting error alarm, then one long breath and then continue to cycle. Occurred intermittently on pt. No pt harm. Customer duplicated occurrence when vent set up on test lung over 24 hour period, also intermittent occurrence.